Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope had no image. It is unknown when the issue occurred. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to the breakage of image sensor unit, possibly including disconnection caused by stress from repeated use, external factors, or handling. Alternatively, it was considered that the components, including the integrated circuit chip and capacitor mounted on the electric circuit board, might have had a defect. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: the instruction manual operation manual,¿ ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.